Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a left comprehensive reverse shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to implant misalignment from the initial procedure.

Manufacturer narrative:
This follow-up report is being filed to relay initial procedure date and product identification, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left comprehensive reverse shoulder arthroplasty on march (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to implant misalignment from the initial procedure.